Event description:
Technician alleged that the brakes do not swivel lock. No pt impact.

Manufacturer narrative:
The technician found the brake caster teeth are worn. The technician replaced the brake casters to resolve the issue.